Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The user facility reported a 81-year-old male in acute myocardial infarction/cardiogenic shock. While the device was being implanted, there was significant resistance in the left femoral artery (lfa), due to extreme tortuosity of the iliac artery. The pump was withdrawn and multiple reattempts were performed with no success. The right femoral artery was evaluated for the impella post-percutaneous coronary intervention (pci); however, the guide catheters were difficult to advance as well.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.